Manufacturer narrative:
(B)(4).

Event description:
Clinical research associate contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbat on (B)(6) 2016. The clinical research associate did not report injury or medical intervention. No additional patient or event information is available.